Event description:
Boston scientific received information that when opening the pocket to get the device explanted a torque wrench was used to disconnect the leads from the header of the device. During this process the insulation of this left ventricular lead was damaged. It was noted that in the daily measurements there were recorded out of range pacing impedances as well as low pacing impedance but not out of range. This left ventricular lead was repaired and normal pacing impedances were confirmed and remained implanted. The physician noted that if the pacing impedances increased again an epicardial lead would be implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.